Event description:
It was reported that the patient with this pacemaker system underwent a surgical procedure to relocate the pacemaker to a deeper area due to infection. The revision was performed and the pacemaker along with the right atrial (ra) lead and rv lead remained implanted. No additional adverse patient effects were reported.